Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and the impedance trends were inconsistent. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure.